Event description:
It was reported that following an implant procedure, the physician performed an echocardiography and identified a hemorrhage in the patient's thoracic cavity. The physician suspected that the perforation might have occurred while implanting the ventricular lead. A drainage was performed, and the patient's condition was monitored. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.